Manufacturer narrative:
Findings: pump unable to perform the displacement test due to missing retainer. Pump received with broken reservoir tube lip, missing display window cover, scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump's retainer ring on the reservoir compartment had become loose and was broken. They had noticed the damage while they were getting ready for bed. They did not know how the damage occurred. The customer's blood glucose level was unknown. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.